Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: during the insertion of the obturator into the trocar cannula, it appears as though the obturator blade is cutting the seal and then ends up on the end of the blade as the surgeon is about to apply it to tissue. The surgeon is concerned about foreign bodies which could be falling into the pt cavity. No foreign material fell into the pt. No pt injury was reported. Disposable surgical access device.